Event description:
It was reported to kendall in 2001 that a customer with gestational diabetes and with a few weeks experience of self-injecting, had injected insulin into right upper thigh, and needle broke off in the customer skin. The customer was able to extract needle, but due to bruise on the thigh sought medical attention, which confirmed the customer had extracted the entire needle.